Manufacturer narrative:
Product analysis: the device was returned for evaluation within a white saftpak envelope. A device label sticker was adhered to the outside of the white envelope which indicated lot number 0010065486. Within the envelope, the device was loosely contained within a sealed biohazard bag. The cutter driver returned attached to the device. No ancillary devices were returned. A bend was noted in the torque shaft beneath strain relief. Biological debris was noted in the housing. Biological debris was noted at the location of the observed bulge within the distal housing. A bulge was noted in the distal housing. The bulge was noted to be on the same plane of the cutter window. The location of the bulge was approximately 1.9cm-2.0cm distal to the cutter window. The cutter was located approximately 2.0cm distal to the cutter window. Biological debris was noted around the cutter. A tear in the techothane was noted. It was noted that the inner laser drilled coils were also bent. Also, when the cutter was attempted to be retracted, it was noted that the cutter was entangled with the inner laser drilled coils. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a hawkone atherectomy device with a 6fr non-medtronic sheath and non-medtronic 0.014 guidewire during treatment of a 60mm plaque lesion in the patient¿s distal left superficial femoral artery and popliteal artery. Vessel diameter reported as 6mm. Slight vessel tortuosity and calcification are reported. Lesion exhibited 89% stenosis. IFU was followed. Vessel pre-dilation was not performed. The cutter would not move, and it is reported that plaque was observed coming out the side of the nose cone causing damage to it during device cleaning, outside the patient. The calcium would not pack into the distal nose cone. It is reported the nose cone did not appear to be full when the issue occurred outside of the body during cleaning. There was no embolization. The spider filter was full. The device was safely removed from the patient with the cutter inside the housing. No intervention was needed and no vessel damage occurred. No components detached. The device was replaced to complete the procedure. No patient injury reported.